Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On the same day the sensor was inserted, the patient ¿felt weird¿ (presumed to mean symptomatic) and lost consciousness. It was reported the cgm value was 400 mg/dl; it was not confirmed if the cgm value was prior to or after the patient lost consciousness. A blood glucose was performed after the incident which was 30 mg/dl; however, it was not specified who performed the blood glucose. The patient's spouse assisted the patient and provided food. Although requested, no other details were provided. At the time of the report, the patient had recovered from the event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.